Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Event date is estimate.

Event description:
It was reported that the patient's ipg became inoperable after not being charged for 6 month. The patient reported not wanting to charge the ipg anymore. As result, the ipg was explanted and replaced.